Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temperature ¿ moisture ingress) issue. The reporter indicated that the pump had been exposed to salt water. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/23/2017 with the following findings: a review of the pump black box data revealed no evidence of unusual voltage fluctuations; however, multiple pump reboots following cs054/cs054/cs012 call service alarms were observed. During testing, the returned battery cap secured properly to the pump. Evidence of moisture ingress was observed inside the battery compartment. A leak test was performed and failed due to a battery compartment leak. The pump powered on to a blank display screen. The pump case was removed and further evidence of moisture ingress was found on the printed circuit board and display flex. Further testing of the temperature complaint could not be completed due to the blank display screen.